Event description:
A tandem mobi cartridge alarm was reported during the pump load process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no severe impact. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.